Manufacturer narrative:
One 5f ultimum introducer with the dilator was returned for eval. Visual inspection revealed the distal end of the dilator had detached; the tip was not returned. The distal end of the introducer had also detached and was not returned. Approx .51" of the distal end of the dilator and approx 2.3" of the distal end of the introducer were not returned. Magnification of the separation site of the dilator revealed a thin layer of the outer wall was elongated, the inner wall was concave, which was consistent with a material fracture. The separation site of the introducer out of round and pinched; elongation was noted prior to the material separating. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, it is uncertain what caused the damage to the introducer. Visual inspection of the distal end of the dilator was consistent with a material fracture. Mfg process changes were implemented in (B)(6) 2004 to eliminate the potential for dilator material separation. This lot was manufactured prior to those changes being implemented.

Event description:
It was reported during a percutaneous transluminal coronary angioplasty, the tip of ultimum dilator detached. The tip was located using fluoroscopy; the physician used tweezers to remove the tip without complications. The pt was reported to be recovering with no consequences.